Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope coating was peeling. Inspection and testing of the returned device found that the nozzle had foreign objects. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the bending angle in the up direction and play of the up/down knob did not meet standard value due to wear of the angle wire. The plastic distal end cover had a dent and there were scratches noted throughout the device. The adhesive around the light guide lens and objective lens was peeled and the connecting tube had discoloration. The universal cord had a wrinkle and the grip was shaved. The scope connector was deformed and the water removal ability did not meet standard value due to clogging of the nozzle. The adhesive on the bending section rubber had a white clouded area, a crack and a chip. The scope cover was shaved and the connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material observed in the suction channel could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use section below: gif/cf/pcf-290 series, chapter 3 preparation and inspection. Gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories). Reprocessing survey info: was the device as cleaned, disinfected, and sterilized before being sent to olympus: yes. Was there a delay in the start of pre-cleaning: no. Did the customer flush the air/water nozzle with water and air: yes. Were there abnormalities in the accessories used for reprocessing: no. Did the customer flush the air/water nozzle / channel with the detergent solution: yes. Did the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: yes. Did the customer flush the air/water nozzle / channel with the detergent solution? Yes. Olympus will continue to monitor field performance for this device.